Event description:
Info received, indicates the left intermediate siderail control does not work, due to signs of fluid ingress onto the ucm board.

Manufacturer narrative:
The tech replaced the left ucm board to repair the bed.